Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (INS) for urinary/bowel dysfunction, urge incontinence. It was reported that the reason for the call was the caller stated that the patient had a lead revision. When asked for information about the lead revision the caller read from an operative note that said infection present at the time of surgery and then later in the note it said no infection present. The caller did not have any other information to clarify the reason for the revision. Troubleshooting was not required. The issue was not resolved through troubleshooting.

Manufacturer narrative:
B3: Event date is not known. Please see B5 for approximate date range, if applicable. Section D references the main component of the system. Other medical products in use during the event include: Brand Name SureScan; Product ID 978B128 (Lot: VA2TU32); Product Type: 0200-LEAD; Implant Date (b)(6) 2023; Explant Date (b)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.